Event description:
It was reported that an asymptomatic patient presented in hospital for unrelated reason. Upon interrogation the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The patient did not receive therapy during the oversensing. Stored electrograms revealed oversensing. Programming changes were made.